Event description:
User facility reported the following: pt went into cardiopulmonary arrest. During CPR attempts at the suctioning airway were unsuccessful. Staff were unable to get suction apparatus to remove any oral secretions. Ems arrived and were able to use their suction successfully. After this event, suction equipment including device itself as well as cannister and tubing were examined by (B)(6) technical dept. It was found that there was a cap on the cannister that would not close efficiently which prevented the device from creating a strong enough suction to suction secretions from this pt. Once new cannister was placed in same suction apparatus, the suction was within normal limits of a suction level of -20cm.

Manufacturer narrative:
Made multiple attempts to contact user reporter for additional info and have not received any reply to date.